Event description:
Related manufacturer reference number: 2938836-2019-17229. It was reported that one-week post implant patient complained pain at incision area and radiating to back. The patient presented to the hospital complaining of same discomfort. Interrogation showed proper function and lead measurements stable. The x-ray also showed good position of atrial lead and right ventricular lead. Due to ongoing symptoms the physician opted to revise both leads and implant a new atrial and rv leads in different locations. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.